Manufacturer narrative:
(B)(4), the sample was destroyed during transit. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv 5 ml/h leaked. This issue occurred during infusion of chemotherapy. The customer stated that the "bladder showed a leak and the solution dripped into the housing." There was patient involvement, however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.